Manufacturer narrative:
The "date of event" and "patient identifier" have not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer's arm dropped on the chair and he lost control of the chair and allegedly ran into something.

Manufacturer narrative:
The device was scrapped in the field.

Event description:
Provider alleges the consumer's arm dropped on the chair and he lost control of the chair and allegedly ran into something.